Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a post-op check for atrial lead repositioning, far p oversensing was observed on the rv lead; r-wave amplitudes had decreased and rv capture threshold had increased. Chest x-ray revealed micro-dislodgement of the rv lead, possibly having occurred during the atrial lead reposition procedure. The rv lead was repositioned. At a subsequent follow-up in (B)(6), x-ray revealed that both leads were again dislodged due to twiddlers syndrome. New leads were implanted and a parsonnet pouch was implanted on the ICD.